Event description:
It was reported that the patient's implantable cardiac monitor (icm) detected thousands of false pause episodes due to undersensing and loss of contact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.